Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved-tip 30 stapler instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The cable was missing from the distal end and was not returned with instrument. As a result, the grips will not open and close. No failures were observed during log review. The root cause of this failure is attributed to a component failure. Failure analysis found the secondary failure of failed engagement to be related to the customer reported complaint. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was manually reworked to override engagement failures, which was caused by the broken grip cable, and was tested on the in-house system. The stapler initialized, clamped, fired, and unclamped. The instrument was fired with a blue 30 reload. An additional observation not reported by the site was also identified. The curved-tip 30 stapler instrument was found to have a broken yaw pivot pin. The root cause of this failure is attributed to mishandling/misuse. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the curved-tip stapler instrument had a broken cable. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no additional information available.